Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation approx 2 months ago and was unable to communicate with the ipg using the charging system. Surgical intervention was undertaken and the pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.